Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged false positive results were obtained in drawer b. Confirmatory sub-culture was performed and result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positive in drawer b rows j/k. Customer have confirmed results were erroneous, but customer told they did an organism test and it came back negative. No erroneous results.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the cause of the false positives is not related to the instrument. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 11/14/2017. Service history review was performed for this instrument revealed previous issues for false positives caused due to ambient temperatures, resolved by replacing the rack. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged false positive results were obtained in drawer b. Confirmatory sub-culture was performed and result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positive in drawer b rows j/k customer have confirmed results were erroneous, but customer told they did an organism test and it came back negative. No erroneous results.